Manufacturer narrative:
(B)(4). One lighttrail reusable 270 m laser fiber was received for evaluation. Visual analysis revealed that the distal tip measured approximately 3.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degrading. There was no damage along the body of the fiber. Visual analysis revealed that there was debris on the fiber face within the sma connector and only a small amount of light can travel to the fiber face to illuminate it. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 270 m laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure and inside the patient, the laser fiber stopped firing. The procedure was completed with another lighttrail reusable 270 m laser fiber. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that there was debris on the fiber face within the sma connector.